Event description:
It was reported that patient underwent initial total hip arthroplasty in 2007. Subsequently, patient was revised on (B)(6) 2014 allegedly due to metallosis and elevated metal ion levels. It was reported that the acetabular cup appeared vertical, but remained implanted allegedly due to lack of bone behind the cup. The femoral stem and modular head were removed and replaced and a liner was implanted. Patient underwent a further revision procedure on (B)(6) 2015 allegedly due to dislocation. It was reported that the liner was fractured likely secondary to dislocation. The modular head, acetabular cup, and liner were removed and replaced with a competitor cup and liner and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight."